Event description:
A customer contacted a baxter technical service rep (tsr) regarding a rn wanting to bypass an adult home patient (hp) from dwell 2 to drain 2. The hp had already bypassed drain 1. Tsr assisted bypassing the hp to drain 2/5 (drain volume 14ml). The homechoice (hc) then moved to fill 3 with no bypass. The rn stopped fill 3 (due to not finishing drain 2) and put the hp into a manual drain (drain volume unk). The hp was draining ok, and will end current therapy after drain. The hp stated "feeling bloated and has too much water." No add'l info was available at the time per baxter canada.

Manufacturer narrative:
The home patient did not want to swap the device for evaluation. A follow-up correspondence will be made with baxter canada to obtain add'l info, if add'l info becomes available, a follow-up MDR will be submitted.